Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, glenoid, unknown humeral tray, unknown humeral bearing, unknown srs proximal body, unknown glenoid base plate. Dave r shukla, julia lee, devin mangold, robert h cofield, joaquin sanchez-sotelo, & john w sperling,(2018). Reverse shoulder arthroplasty with proximal humeral replacement for the management of massive proximal humeral bone loss. Journal of shoulder and elbow arthroplasty, volume 2: pg. 1¿6. Doi: 10.1177/2471549218779845, journals.sagepub.com/home/sea. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05661, 0001825034 - 2018 - 05387 , 0001825034 - 2018 - 05392, 0001825034 - 2018 - 05393, 0001825034 - 2018 - 05395.

Event description:
It was reported in the journal article that one patient expired due to unknown reasons within two year follow-up. The specific cause of death is not listed, however, there is no indication it is product or procedure related within the article. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause is related to patient condition. Per the author, "none of the complications or failures were due to problems inherent with the implants. They were due to patient co-morbidities and effects of having multiple prior procedures." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the journal article that one patient expired due to unknown reasons within two year follow-up. The specific cause of death is not listed, however, there is no indication it is product or procedure related within the article. No additional information is available at this time.